Event description:
Reportedly, the patient came to hospital for the routine follow-up. All measurements showed normal values, the pacemaker was programmed to vvi mode. After leaving the hospital, the patient felt dizzy, an external ECG showed oversensing behavior. Device interrogation showed the ventricular oversensing du to sensed p-waves. The radiology result was normal (rv electrode near rv apex, ra electrode is positioned at ra appendage). After reprogramming the device to ddd mode and raising the sensitivity threshold to 8mv the system showed normal function. Preliminary analysis confirmed the presence of non-physiological signals in the both atrial and ventricular channels in some of the episodes stored in device memories (since (B)(6) 2014).recommendations have been provided on (B)(6) 2015 , so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connection).

Event description:
Reportedly, the patient came to hospital for the routine follow-up. All measurements showed normal values, the pacemaker was programmed to vvi mode. After leaving the hospital, the patient felt dizzy, an external ECG showed oversensing behavior. Device interrogation showed the ventricular oversensing du to sensed p-waves. The radiology result was normal (rv electrode near rv apex, ra electrode is positioned at ra appendage). After reprogramming the device to ddd mode and raising the sensitivity threshold to 8mv the system showed normal function. Preliminary analysis confirmed the presence of non-physiological signals in the both atrial and ventricular channels in some of the episodes stored in device memories (since (B)(6) 2014).recommendations have been provided on (B)(6) 2015 , so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connection).